Event description:
The MFR received info alleging a ventilator alarmed for a ventilator inoperable condition. There was no pt harm or injury as the device was not in pt use. The ventilator was returned to an authorized service center for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition. There was no pt harm or injury. The ventilation was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.